Event description:
A lawsuit alleged that the patient suffered physical and other injury as a result of the recalled implanted lead. No specific detail regarding alleged injuries was received. The lead remained in use. Additional information was received approximately fourteen months later reporting fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.